Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the mavig light dropped from the ceiling. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A systematic error was not detected. The investigation was performed considering complaint description, cs reports, pictures and system history. During investigation, the service engineer found two screws and the retaining clip on the ground. None of the parts were broken. The safety spring which ensures that the retaining clip stays in position correctly was not found. An extensive investigation could not be performed as the customer did not provide the ceiling arm and it was not returned for a detail investigation. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.